Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 25-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for chronic low back pain. Information was reported that the patient stated she had "knee surgery back in late may, then on july 4th the patient started having back pain again so they moved their intensity from 2 to 4 and it didn't help at all, and now the patient is seeing a doctor and the doctor told the patient to call. The patient stated this pain started july 4th. The patient said she can feel her stimulation, but thinks "the leads could have gotten moved or something". The patient hasn't had any trauma, and did turn their stimulation down to 0.0v and turned their stimulation off before their knee surgery. The patient's programmer is currently showing that their stimulation is on. Then patient then noted having a CT myelogram in the last month. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the therapy not helping was the battery was off. The battery was reprogrammed. The patient said the rep recommended replacing the battery to the hcp. The patient said the issue has more or less been resolved. No further complications were reported.